Event description:
A malfunction alarm, specifically alarm 20, was reported while the pump was in use. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer planned to clean the cartridge area and use room temperature insulin, and with the help of technical support, was able to successfully load a new cartridge and resume insulin therapy.